Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. A pump log review was performed, and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.